Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error and motor position encoder error. Customer's blood glucose level was 183 mg/dl. Customer stated that they had motor error last 3 weeks ago and yesterday they are able to rewind and prime to get work. Customer stated drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No motor error alarm or e70 alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. (B)(4).